Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable.

Event description:
It was reported that patient had multiple surgeries. On (B)(6) 2021 hemi arthroplasty was done and stem remains from this procedure. On (B)(6) 2021 hip dislocated and converted to constrained total hip by surgeon. On (B)(6) 2021 cup was revised and dual mobility was placed by surgeon. Der was filed, cup and screw that listed on the der, placed at this time. On (B)(6) 2022 it was converted to dm to constrained due to dislocation. Der was submitted, head and liner placed at this time. Patient presents in ER with a periprosthetic fracture of right hip with appearance of possible infection superior to acetabular component. All components removed and prostalac placed uneventfully. There was loosening of femoral component post fracture at bone to implant interface. Doi: (B)(6) 2021. Dor: (B)(6) 2022. Affected side: right hip.